Manufacturer narrative:
Additional catalog #: 72400024, 72400098. (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device was not returned for evaluation unable to draw a conclusion.

Event description:
A (B) (6) male was implanted with an aus device on (B) (6) 2005. On (B) (6) 2009, the single cuff device was removed and a tandem cuff device was implanted due to recurring incontinence.